Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. However, the pump was received with a corroded battery tube. No failed battery test alarm was noted. The pump passed the self test, unexpected restart, rewind, basic occlusion and displacement tests. However, unable to prime the pump during the prime test due to a faulty force sensor resistor. The pump was received with a torn keypad overlay. The pump was received with a missing end cap sticker, a cracked case at the display window corners and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of a failed battery test from the insulin pump. The customer was advised to insert new (B)(6) batteries. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.